Event description:
This 55-year-old female underwent bilateral augmentation mammoplasty in 1981 at another facility; therefore the MFR of the silicone gel implant is unknown to this reporting facility. The pt has had multiple problems with capsules and breast pain as well as a history of musculoskeletal complaints related to the gel implants and wishes them explanted. Gross exam: right implant is intact, the left implant wall is ruptured with leakage of its contents. The capsules show chronic inflammatory changes.